Event description:
It was reported that the patient was hospitalised on (B)(6) 2026 with hyperglycaemia. Patient reported that they experienced an issue with their controller where the app was unable to initialise or reset and therefore, they were unable to use it to use the pod. The patient reported they were having trouble using manual insulin pens. The patient¿s blood glucose levels rose to 21 mmol/l (378 mg/dl) and their ketone levels were 1.6 mmol/l. Reported symptoms include dizziness and nausea. The patient was treated with fluids and insulin. The patient was discharged later the same day. The patient has received a new controller and has now continued treatment with pods.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.